Event description:
The customer reported the flip flop motion, and the arm handles are loose; however, the system is functional and in use.

Manufacturer narrative:
The ge service rep replaced both handles. The unit functions as intended.